Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that fourteen days post-endovascular arteriovenous fistula creation, the endovascular arteriovenous fistula was allegedly found to be not matured within three months of index procedure, by physical assessment. It was further reported that second-stage procedure was performed to support maturation of the arterialized vein segments (i.e., secondary coil embolization), and during this second-stage procedure, six more embolization coils were placed in the brachial vein in an effort to divert flow. Furthermore, twenty-eight days post-index procedure, the subject had an endovascular arteriovenous fistula abandonment due to the access being no longer viable as the arteriovenous fistula was not adequate for dialysis, further attempts to fistula salvage being futile, and all of the flow being directed into the deep venous system with multiple coils. Reportedly, the subject was referred to a vascular surgeon for a surgical fistula. The current status of the patient was unknown.